Manufacturer narrative:
Patient city: (B)(6). Patient country: austria. Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in austria. It was reported that, the patient was hospitalized with high blood glucose level of 576 mg/dl during hospitalization the received treatment of insulin infusion, (isotonic saline solution) intravenously. The patient was hospitalized for greater than 24 hours as the patient did not take any action for high blood glucose alerts being received. No further information available.